Manufacturer narrative:
H3: product analysis :evaluation determine that customer allegation of excessive vibration and overheating could not be confirmed. The likely cause of failure could not be identified. Additionally it was noted that the bearings were detached and laser faded were faded. Rd has been reassesd and imdrf codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op, the attachment had excessive vibration and overheating at the time of the report, there was no patient impact. Additional information was received stating that detached bearings were found during evaluation.